Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into any follow-up measures. Further details were not made available - a case-specific evaluation is thus not possible for the manufacturer. The following can be derived from the reported facts: a black screen in combination with an audible alarm via the buzzer is a likely indication that the device has run out of electrical energy - an audible alarm via the buzzer is being generated for a minimum of two minutes when the device lost electrical power and the primary speaker cannot be activated anymore; the buzzer alarm is driven by an independent power source. The device has an internal battery to cover mains power losses for at least thirty minutes with a fully-charged battery in good condition. There are scenarios imaginable that an issue with the device-internal power supply unit would not allow battery operation but the simpliest explanation for the reported event would be that mains power got lost for whatever reason and the user has ignored the battery depletion alarms until the latter was fully discharged. With an overaged or not sufficiently charge battery the runtime may be significantly reduced. The internal battery is subject to wear and tear, shall be inspected regularly (also during pre-use check for every new ventilation episode) and has a recommended replacement interval of three years. The device involved in this event was in operation for 3 years now, status of preventive maintenance and repairs are not known to dräger. Especially, it cannot be determined when the last battery exchange was proceeded (if ever). There are also other scenarios imaginable which would fit to the reported observation but a differentiation is not possible due to lack of information. The event may be related to malfunction, infrastructure issues or use errors or combination of these, lack of preventive maintenance must be taken into consideration as a contributing factor. It can be concluded that the device has responded as designed upon an error condition of unknown nature and has posted an alarm to draw the attention of the user. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device screen suddenly went black and the device posted an alarm via the buzzer. The users replaced the device in a controlled maneuver, no patient consequences have reportedly occurred.